Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a speaker malfunction occurred in the right speaker and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) visited the customer¿s site and tested the device. The fse found the device has a ¿right speaker is defective¿ message and when the fse applied the audio test it had sound in the left speaker; however, the right speaker did not have any sound. In addition, the fse identified ¿right speaker is defective¿ message in the logs. The fse determined that the speaker needs to be replaced. The customer was provided a quote for a replacement speaker; however, the quote was not accepted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.